Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney letter alleged that the atrial lead was malfunctioning and had low impedance, that the right ventricular lead had an insulation break, and that there was a device malfunction with the battery at end of life (eol). The device was explanted and replaced. The atrial lead was capped and replaced. The right ventricular lead was repaired and remains in use. No patient complications have been reported as a result of this event.